Event description:
A customer reported a pt experienced hypotonia during a procedure. The surgeon had to increase the pressure on the sys to 60 mmhg. The procedure was completed with the same sys. There was no harm to the pt reported. Additional info has been requested by none has been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).